Event description:
It was reported that: "at 9:30 on (B)(6) 2025, the central venous catheter kit for hemodialysis was used to catheterize the femoral vein for the patient, establish a blood purification pathway, and perform dfpp treatment. The catheter was checked to be intact before catheterization, and the catheterization process was smooth; during the period, the feedback from the nurse on duty was that the flow rate was slow, and the intervention was not carried out because the dfpp treatment required high flow rate; at 19:00 on (B)(6) 2025, the cathter was removed. It was found that the catheter was kinked and there was thrombus in the lateral hole; preliminary treatment: observe patient, and conduct ultrasound examination to observe for swelling. Currently, there is no abnormality; the patient condition is fine. No medical intervention was required."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "at 9:30 on (B)(6) 2025, the central venous catheter kit for hemodialysis was used to catheterize the femoral vein for the patient, establish a blood purification pathway, and perform dfpp treatment. The catheter was checked to be intact before catheterization, and the catheterization process was smooth; during the period, the feedback from the nurse on duty was that the flow rate was slow, and the intervention was not carried out because the dfpp treatment required high flow rate; at 19:00 on (B)(6) 2025, the cathter was removed. It was found that the catheter was kinked and there was thrombus in the lateral hole; preliminary treatment: observe patient, and conduct ultrasound examination to observe for swelling. Currently, there is no abnormality; the patient condition is fine. No medical intervention was required."